Manufacturer narrative:
H2 additional information: updated d10. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735737, serial lot/sw version: 2.1.0. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a cervical spine procedure. It was reported that there was an alleged inaccuracy. During a posterior cervical case, the site noted that some of the screw placements were lateral to the saved plans. The clinical specialist (cc) noted the site was known to have used non-medtronic spheres in the past. Delay information was not provided. There was no reported impact on patient outcome.

Event description:
Additional information was received. It was reported that the instrument was said to be off by a few millimeters, it was observed that the saved plan from navigation system's midas did not align when tap was in field it also was set to a 3.5 width projection which is the size of the screw that was to be placed. The midas bit it only 2.2 width. The plan would appear to not line up but its not a true indication of the hole that was made with a 2.2 vs 3.5 tap or screw. The procedure was confirmed to be a cervical spine, this occurred intraoperatively. The inaccuracy amount was 2-3mm allegedly observed. There was no surgical delay, as they kept on working. Patient demographics declined to be shared by site.

Manufacturer narrative:
H2) additional information added to section b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.